Event description:
It was reported that the activa rc wireless recharger experienced issues with a warning light continuously blinking and the recharger not getting charged. Troubleshooting steps included attempting to reset the device, which did not resolve the issue. A demo charger was provided to the patient. The issue was not resolved at the time of the report. No patient complications have been reported as a result of this event. Additional information was received from the rep. They clarified that the battery indicator light was blinking orange and the recharger was unresponsive.

Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3: analysis of the wireless recharger had shown that it was unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.